Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported that phi has experienced x3 piccs that have had kinking and ultimately split. "The story is - I have seen three patients within the last month or so who had single lumen bard PICC lines inserted (two at one facility and one at another) ¿ they have subsequently come through our service for these lines to be replaced. The nature of the failure is the line splitting in the portion outside the patient. I believe there is a common contributing factor in that they were all inserted relatively close to the acf which meant that the line was being kinked by elbow bending. These kinks then became formed kinks that ultimately fatigued the material until it spilt. No harm came to these patients aside from having to have their lines re-inserted. It was reported this occurred with three devices. This report addresses the third device.